Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) /2010, inratio: 7.3, inratio: 6.9, lab: 5.1. Date: (B) (6) 2010, ng; doctor's inratio: 2.5, 1.7; patient's inratio: 1.9. Patient was told to stop taking coumadin on (B) (6) 2010 and (B) (6) 2010, and re-start on (B) (6) 2010.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 1.9, 2nd inr: 2.5, mean: 2.20, sd: 0.42, %cv:19.28. Twenty minutes lapse between two readings. Since 19.28% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. A 1.7, 7.3 and 6.9 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Conclusion: data analysis of cv% calculation from comparison inratio inr test data provided by end-user revealed precision criteria has met. The results are not considered discrepant within the context of the documented variability for inr testing. There is insufficient information to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, 15 discrepant results complaints were reported for lot #221727 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted.